Manufacturer narrative:
The part is not expected to be returned. The investigation is in progress.

Event description:
A medtronic rep reported the axiem shunt kit, displayed high interference values. They did not want to troubleshoot in the case and moved forward without the stealth. Another navigation system was brought on to complete the case. No impact on pt outcome was reported.